Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Device was returned for service. During service, technician found a faulty motor, faulty control system and coupling worn, and hose defective. During service, the technician serviced the device and found the e2 code displayed